Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 450 mg/dl and ketones that were identified as dangerous by a healthcare provider. Cause was unknown. Customer was treated with intravenous fluids of saline, insulin, and potassium to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage.